Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported software reset was noted. The patient had recently gone through evaluation for a heart transplant. A device image was sent to technical services. Technical services determined the software reset was due to watchdog timeout. Technical services assisted with recovering the device and clearing the alert. The device remains implanted.